Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a drawer failure and required maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1(initial reporter facility name - (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a drawer failure and required maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was found that tower door 2 was multi-clicking when accessed. A field service engineer (fse) replaced the latches on all four doors with older-style latches. The system functioned as intended after the field service engineer repaired the device.